Manufacturer narrative:
No evaluation conducted to date pending device return.

Event description:
During meniscal repair surgery, after t1 was deployed, t2 was deployed simultaneously.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and has been cinched. It appears that during placement of t1 the trigger was inadvertently advanced causing the simultaneous deployment of t2. User error could not be ruled out. No root cause related to the manufacturing process can be established.